Event description:
The customer obtained a non-reproducible higher than expected total b-hcg result from a patient sample using vitros total b-hcg ii reagent on a vitros eciq system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros b-hcg patient result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Relevant analyzer data logger files were reviewed and identified unexpected performance of multiple analyzer modules of the vitros eciq system. Service actions were taken to return the system to expected operation with no recurrence of non-reproducible higher than expected results. The investigation concludes the root cause of the higher than expected vitros b-hcg result was analyzer related.